Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant, device showed non-sustained lead noise due to post-paced t-wave oversensing. Programming changes will be performed as recommended, and patient will continue to be followed.